Manufacturer narrative:
This report is submitted on june 07, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced infection and skin overgrowth at the abutment site. Subsequently, a longer abutment was placed on (B)(6) 2017.